Event description:
A peritoneal dialysis patient stated that he found fluid leaking inside the cassette door at the end of treatment. There is no report of patient ill effect. There is no sample available for evaluation.

Manufacturer narrative:
No sample was returned for evaluation, therefore, the complaint is deemed as unconfirmed. No further investigation is required. Event data will be trended per quality data analysis procedure.